Manufacturer narrative:
(B)(4). Evaluation of the returned device found that both cuffs had been captured. Based on this finding, the reported cuff miss can not be confirmed. A link was found to be broken at the posterior cuff and the anterior needle tip was detached from the cuff. A link break and tip to needle detachment has the same results and has a similar appearance to the user. During testing the trajectory, depth and mandrel travel were acceptable and not a contributing factor in the event. After needle deployment the sutures are harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link and/or the cuff to detach. A link/cuff detachment can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. There was no manufacturing or product quality deficiency detected that would contribute to this event. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been not other previous incidents reported for needle to cuff miss for this lot. Based on the investigation findings, the probable root cause of the link detachment is related to the operational context during use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Used in a calcified vessel. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after a percutaneous coronary interventional procedure. Reportedly, when the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.